Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-may-2020, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving fentanyl (1200mcgml at 265.2 mcg/day) and bupivacaine (12mgml at 2.652mgday) via an implantable pump for non-malignant pain. It was reported that the patient came through the emergency room acting strange and combative.  The patient experienced withdrawal symptoms including extreme nausea, sweating, and pain.  The refilling service examined the pump and determined that the pump was stalled and would not restart.  The decision was made to surgically explore the pump and catheter for possible problems. The hcp took the patient to surgery and replaced their catheter because no backflow was noted from the catheter and it appeared to be kinked in the pump pocket. Reports from family to the refilling service several days after surgery was that the pump appeared to be working again and pain relief was re-established. Surgical intervention occurred where the complete catheter was explanted and replaced on (B)(6) 2021.  The catheter was discarded. The catheter was replaced without rep consultation.   There was no known causes that may have led or contributed to the issue. It was noted the patient had high flow rates and their pumps stall so quick. The patient was referred to another hcp for programming and evaluation. The patient appeared to be doing better and was sent home to recover. The issue was resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's medical history was asked, but unknown.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.